Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case the exact cause of the pvl could not be determined; however the elliptical annulus shape may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 12 days post transfemoral implant of a 29mm sapien xt valve the patient presented with moderate to severe paravalvular leak (pvl). The surgical team attempted to place an amplatzer vascular plug, but could not. On post operative day 14, the sapien xt valve was re-dilated with a novaflex+ delivery system and the pvl was reduced to trace. At the time of initial implant the valve was placed well with only mild pvl. The native annulus measured 27 by 32 on CT and was moderately calcified.